Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that spouse's daughter passed away while wearing an insulin pump. The deceased customer's father refused to provide the daughter's name. He stated that the death had already been reported and he did not want to go through that again. The caller only stated that the customer passed away in 2010. The customer stated that her husband wanted more information regarding the minimed connect. The customer's husband stated that he has it covered at this point and if he has any other questions he will call to get them answered.